Manufacturer narrative:
The complainant was unable to provide the suspect device upn and lot number; therefore, the expiration and device manufacture dates are unknown. Medwatch#: mw5082564. (B)(4). According to the complainant, the suspect device is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that an rx locking device/biopsy cap was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure on (B)(6) 2018. According to the complainant, during the procedure, the sponge was pushed inadvertently into the scope channel causing an obstruction. The scope was removed from the patient. There was no serious injury nor adverse patient effects reported as a result of this event.